Event description:
The hospital reported that during an off pump procedure, the blade padding detached from the blades. The padding was retrieved without pt issues. No pt complications were reported by the hospital.